Event description:
Healthcare professional reported left side capsular contracture, baker grade ii and "possible rupture and exchange". The device remains implanted.

Manufacturer narrative:
Continued e1 -- alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possible rupture".